Event description:
The lay user/patient contacted lifescan (lfs) in 2009 alleging that the vial of control solution was missing from her onetouch ultramini meter kit. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that she discovered the missing product the same day. As a result of the issue, the patient claimed she was unable to test her blood glucose; however, it is unknown why. At an unspecified time that day, the patient reported developing symptoms of feeling dizzy, shaky, and sweaty. It is unclear if the symptoms developed before or after the missing product was discovered. In response to the symptoms, the patient claimed she drank orange juice; however, it is unknown how much time elapsed between when the patient developed the symptoms and received treatment. The patient further reported that she felt her low symptoms were as a result of a recent increase to her oral diabetes medication. The patient stated that she went from taking one dose to 4 doses of glucovance (dosage unknown). At the time of troubleshooting, the cca confirmed that the closure seal on the packaging was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.